Event description:
No additional information.

Manufacturer narrative:
Follow up report. Updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h6. Corrected: d1, h4. -no product was returned or pictures provided; visual evaluation could not be performed. -review of the device history records identified no deviations or anomalies during manufacturing. -reported event is not related to a combination of products; therefore, a compatibility review is not applicable. -review of complaint history found no additional related issues for the reported part and part lot combinations. -medical records were not provided for review. -a definitive root cause cannot be determined. -no actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. Complaints are monitored through monthly complaint review to identify potential adverse trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a hair was found inside the sterile packaging of a right tibial augment. The surgeon implanted the device in the patient. All available information has been provided.